Event description:
Intn'l affiliate reported that the minicap was loose. Although the pt twisted the minicap firmly, it came off and lead the tip to be contaminated. There was no pt injury or medical intervention reported.